Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, as this complaint is also being handled through smith and nephew's legal teams, any responses to these queries are not immediately available to the members of smith and nephew's regulatory team and are not expected to be available for several months, if ever. This is because the timing of device return / the delivery of the information is in the control of the patient's solicitors, not smith and nephew. Smith and nephew's legal teams have confirmed that if they receive additional relevant information on this complaint (reason for complaint, including part/lot, patient, surgeon, device availability, dates of implantation or revision) they will inform us, at which point the complaint will be reopened for investigation. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that a revision surgery was performed due to loosening on the medial aspect of the tibial implant with slight subsidence into varus deformity.